Event description:
It was reported that on two separate occasions a gravity drip was started and shortly after the infusion was started the bag was found empty. There were no pt complications. The user facility only had pt info on the second incident.